Manufacturer narrative:
Insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify unexpected battery power loss due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had no power and also had battery out limit. The customer reported that the keypad was not responding. The insulin pump will be returned for analysis.